Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) device was returned to the manufacturer for evaluation. Viscoelastic residue was observed in the cartridge tube. No viscoelastic was observed in the cartridge tip and loading zone. The plunger component was observed further of the fully advanced position, and the push rod was outside of cartridge. The push rod tip was bent. No manufacturing assembly error was identified in the preloaded insertion system unit. The cartridge was observed in the correct position (fully engaged into the lower body of the pcb00 device). The lens (returned apart) was observed with some cuts and scratches. Small parts of the lens were missing. The lens haptics were missing as well. Due to the condition of the returned pcb00 device, functional testing could not be performed. The complaint type for ¿iol torn¿ was verified. Based on the investigation results, this incident is attributed to how the device was handled and not attributed to the manufacturing process. There was no assembly error on the preloaded delivery system identified. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when the complaint production roder was manufactured. The preloaded assembly record was reviewed. No deviations related to the preloaded inserter system were reported. The results of the lubricity tests performed in this production order were found within specifications. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an implanted intraocular lens (iol) tore on outlines and that there was a notch on the edge of the optic. It was stated that the patient impact was surgery delay (''20 minutes longer''), incision enlargement (''3.6 mm which means incision enlargement of 1.4 mm'') and aqueous humor leakage stating that there is a longer process of healing. It was stated that no vitrectomy was required. It was stated that the lens was removed and replaced during the same surgery with another pcb00 lens.

Manufacturer narrative:
(B)(4): incision enlargement. Aqueous humor leakage, stating a longer process of healing. Surgery delay. All pertinent information available to the manufacturer has been submitted. Placeholder.